Manufacturer narrative:
A sample product was not returned for analysis. The product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was explanted 6 months after initial implantation. Another lens of different model and power was implanted back into the patient's eye. Additional information was requested.